Manufacturer narrative:
Initial reporter phone# : (B)(6). Initial reporter city and state : (B)(6). Initial reporter zip code : (B)(6). Investigation summary : exec summary - samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue samples returned - customer returned (1) 1/2cc, 12.7mm, 29g syringe in an open poly bag from lot # 0300069. Customer states that the shield was dented. The returned syringe was examined and exhibited a deformed shield on the syringe. Manufacturing (holdrege) will be notified of this issue. Photos - holdrege also received a photo complaint from material 326666 and lot #0300069 syringe 0.5ml 29ga 1/2in. Initial evaluation: visual inspection of the photo displays a damaged shield that would affect the sterility barrier. It is believed the nonconformance would have had to occur at the form, fill and seal (ffs) operation. It is unknown which 3ml ffs did cause the defect as no packaging material was identified in the complaint. Process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. Device history record; l2l and logbook evaluation: the syringes were packaged from 24nov2020 to 25nov2020 at the ffs operation. The device history (DHR) for batch 0293907 was reviewed. During the manufacturing process, the following inspections are completed on regular intervals: missing shield and cap challenge: at the start of every shift. Correct quantity every hour: quantity shall match packaging specification requirements. Syringe quality every hour: smeared and/or scratched print; missing print, misplaced scale. Syringe quality every hour: missing and/or unassembled components. Syringe quality after packaging every hour: damaged bags and/or syringes if a defect is found during an inspection a quality notification is initiated. No quality notifications were written for issues relating to the assembled syringe defect. Maintenance dispatch (l2l) was reviewed, and no dispatches were created that would cause damage to the cartons and shipper case. Root cause: DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Root cause for this defect cannot be determined. CAPA/sa - based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd syringe 0.5ml 29ga 1/2in had a sterility issue. The following information was provided by the initial reporter : the customer reported the orange shield was dented.